Event description:
The customer reported obtaining an erroneously high urea result of 21 mmol/l, for one (1) patient, from the unicel dxc 600i synchron access clinical system. Subsequent repeat of the patient's sample produced a lower result of 11 mmol/l which matched the patient's history. The erroneous urea result was not reported out of the laboratory and there was no change or affect to the patient's treatment in connection with this event. No other erroneous results were noted by the customer. The customer indicated that tg (triglyceride) qc (quality control) had been erratic but no instrument printouts for calibration or qc was provided.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched to customer's site. The fse evaluated the instrument for sample probe carryover which failed. The fse replaced the cc (cartridge chemistry) sample probe and wash collar but carryover test continued to fail. The fse replaced the reagent probe a and wash collar, and performed all probe vertical alignments which resolved the issue. Repair was verified per established procedures and results met published specifications. Results: failure mode of the event is unknown; the fse replaced multiple parts on the cc side of the instrument which could have affected urea and tg assays.